Event description:
The patient had two scs systems. This report is related to the ipg associated with the patient's (lumbar) scs system. It was reported wound dehiscence/infection was located at the patient's ipg site. In turn, the patient's (lumbar) scs system was explanted. The patient's issue has been deemed resolved.